Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and non-calcified left anterior descending artery. A 12 x 3.50mm apex monorail balloon catheter was advanced to the target lesion. The device was inflated to 12atm for 40 seconds on the first inflation then burst at 12atm after 40 seconds on the second inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).